Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the retuls in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info: in 2006 at an unspecified time the pt tested her blood glucose and obtained a 90 mg/dl on her lfs meter. At the time of testing, she could not communicate or walk. The pt ate food and/or beverage after attempting to use the meter. Greater than 30 minutes later, the pt contacted emergency services for assistance. The pt was tested on the paramedic's meter and obtained a 30 mg/dl and was treated with IV fluids. The pt was taken to the ER and no further clinical info was provided. The technique of applying blood on the test strip was correct. The pt had also been cleaning the puncture area properly. Customer care advocate (cca) sent the pt a replacement meter. It would have been helpful to know the pt's blood glucose readings prior to the event, diabetes regimen, time of the event, readings in the hosp, condition of testing supplies and how long the pt was in the hosp. The complaint is being reported because the pt's symptoms did not correlate with her blood glucose reading on the lfs meter. The pt was found to be hypoglycemic by a medical professional.